Manufacturer narrative:
(B)(4). G2: foreign country: germany. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the operation, the instrument broke off at the transition from the shaft to the drill head. This is a monobloc drilling system. The surgical technique was utilized as the article was inserted over the guide wire during the reaming process. There was no patient harm. There was no surgical delay. Another instrument was used to complete the procedure. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed annex g code: mechanical (g04) - drill visual examination of the returned product identified the flex shaft is fractured at the neck of the reamer head. The cutting edges are dull and damaged. Wear & tear is seen that indicates repeated use during a potential field age greater than 7 years. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was further reported that the event occurred during an initial surgery. No foreign bodies were obtained. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.